Event description:
Anchor would not deploy from inserter. Only one of the 6 anchors would engage in bone. The sales rep indicated the surgeon converted the pt to an open procedure to complete the case.